Event description:
A (B)(6) female presents with need for hip revision due to pain and squeaking reported from previous biomet implant. She has a long standing history of rheumatoid arthritis. During the procedure, the surgeon's attempts to disengage the taper adapter from the femoral stem were unsuccessful. The taper adapter was cut from the stem using a competitor's instrument. We are reporting this item due to a noted small trend in revision's needed in younger, more active pts. Metal levels were detected in the pt. Of concern is the inability to disengage the taper adapter as well. Typical therapy for post revision.